Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detachment issue occurred. During the procedure, after the sheath had been advanced into the right atrium (ra) and the wire and dilator was being removed, the orange brim cap came with it. The physician stopped before pulling the dilator all the way out. He then pushed the dilator in and re-attached the orange hub. The sheath was removed from the body without complications. The hemostatic vale did not break into fragments. The physician advanced the wire and exchanged the sheath for another vizigo sheath. There was minimal blood leak. No air was introduced into the body. No percutaneous or surgical removal was required. The procedure was continued and there was no patient harm the observed brim cap detachment issue has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a brim cap detachment issue occurred. During the procedure, after the sheath had been advanced into the right atrium (ra) and the wire and dilator was being removed, the orange brim cap came with it. On 3/19/2020, a second visual inspection was performed and the brim cap, hemostatic valve, and friction ring have were observed detached. The observed hemostatic valve detachment has been assessed as an MDR reportable malfunction. The investigational analysis completed 3/19/2020. The device was visually inspected in california and no damage was observed, then the device was visually inspected in juarez and brim cap, valve and ring were found detached from hub. The components could have been detached while inserting the dilator through the sheath. The components could have been attached to hub while in transit to california. Thus no damage was observed. The device was then sent to juarez lab for analysis. External force during this shipment could have been contributed to the initial detachment that was not observed during the first visual inspection in california. However, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished and no internal actions were found during the review. The customer complaint was confirmed. Manufacture reference no: pc-(B)(4).